Event description:
During a proctocolectomy with ileo-anal pouch procedure. The surgeon was performing an end to end ileo-anal pouch anastomosis as part of a protocolectomy. The purse string was tied around the anvil, and the gun successfully inserted transanally. The anvil was attached to the trocar, and the surgeon began to close the gun. Only one or two full turns of the gun where allowed however whent he anvil became detached from the trocar. Several attempts the gun was not able to close. Another gun was opened and used with the same anvil head, and closed and fired without problem is how the case was completed. No pt consequence.